Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of multiple air in line alarms was not confirmed. However, during review of the event history log review, it was found that an air in line alarm occurred as a result of a failed accuracy test. The root cause was a defective pump head module (phm). The phm was replaced to correct the reported condition. Additional information: the user interface module software version is 5.04.00. This issue has been escalated to CAPA. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative reported a colleague infusion pump with multiple air in line alarms. This condition had the potential to interrupt delivery. This event occurred during biomed testing in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.